Event description:
It was reported that when angulation is applied on the flex deflectable videoscope, the color tone becomes greenish. The event occurred during a therapeutic total laparoscopic hysterectomy procedure that was completed with the same device. There were no reports of patient harm.

Manufacturer narrative:
The product was returned for investigation, and the reported event was not confirmed. However, the following additional reportable malfunctions were identified: there was no image/noisy image and missing adhesive on the bending section. Based on the results of the investigation, a definitive root cause for the reported events were not confirmed. Olympus will continue to monitor field performance for this device.